Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an inappropriate ablation occurred on a patient's right eye during a lasik procedure. Surgeon entered similar data for ablation for both eyes. Laser created an oval shape instead of a round shape for the right eye. Upon follow up, reoperation for vision correction is planned for three months post lasik. Reason for mistake was due to incorrect data input. Device did not cause the inappropriate ablation.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Follow-up details stated that the reason for mistake is incorrect data input. The root cause can be determined as use error because the surgeon entered an inappropriate refraction. The manufacturer internal reference number is: (B)(4).